Event description:
It was reported that during a stenting treatment procedure, a guidewire tip detachment occurred. The physician implanted an unspecified coronary stent. At the end of the procedure, when the physician removed the kinetix 185cm guide wire, it was noticed that the tip of the guide wire was stuck in the artery. The patient's condition was reported as okay.

Event description:
It was reported that during a stenting treatment procedure, a guidewire tip detachment occurred. The physician implanted an unspecified coronary stent. At the end of the procedure, when the physician removed the kinetix 185cm guide wire, it was noticed that the tip of the guide wire was stuck in the artery. The patient's condition was reported as okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The core wire and the high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture and the fractured end of the core wire presented evidence of a torsion overload fracture. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).